Manufacturer narrative:
(B)(4). On 22-jun-2015, the customer reported that after completing a CT clinical procedure, the operator pressed the patient release button (unload) on the right side gantry control panel to unload the patient from the gantry; however, after the button was released, the table continued to travel outward and downward some distance before it stopped. The philips remote service engineer (rse) confirmed there was no harm to a patient, operator, or bystander. The rse stated that the un-commanded motion of the patient support stopped on its own and the e-stop did not open. The rse further stated that the customers tried to clean the panel in an attempt to solve the problem when they discovered that the gantry control panel buttons were not functioning. The rse also stated that the issue occurred twice, once on (B)(6) 2015. This complaint addresses the first occurrence while a subsequent complaint addresses the second occurrence. On (B)(6) 2015, after the second occurrence, the customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. The fse arrived on site and evaluated the system. The fse also cleaned the panels and adjusted the button and found that the buttons were not working at all. Therefore, they determined the right and left side gantry control panels would need to be replaced. The fse later replaced the front left and right gantry control panels to resolve the issue. The fse could not provide the cause of the failure of the buttons. The log files were provided to engineering for analysis. The defective gantry panels were scrapped. Engineering reviewed the log files and stated that the logs do not show any stuck button occurrences. Since there were no parts returned from the field, a root cause of the issue could not be determined by engineering. The fse replaced the front left and right gantry control panels to resolve the issue. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
After completing a CT clinical procedure, the operator pressed the patient release button (unload) on the right side gantry control panel to unload the patient from the gantry, however, after the button was released, the table continued to travel outward and downward some distance before it stopped. The philips remote service engineer (rse) confirmed there was no harm to a patient, operator, or bystander. A philips field service engineer (fse) cleaned the panels and adjusted the button, and determined the right side gantry control panel would need to be replaced.